Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported a vancomycin 2gm/250ml ns secondary infusion set at a rate of 62ml/hr finished within 45 minutes. The primary and secondary bags were checked for correct positioning, md notified, and the pump/tubing was sent to biomed and replaced. There was no patient harm reported.

Manufacturer narrative:
Correction on initial report omit pri tubing. The customer¿s report of an over infusion of vancomycin was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event log file shows no indication of errors in the programming of the infusion. The logs show the infusion ran for 46 minutes before the pump module was channeled off. The calculated secondary volume infused was 47.9ml. Functional testing did not indicate leaking from the returned tubing or backflow into the primary bag. Rate accuracy and timed rate accuracy tests were performed and indicated the pump module operating within specifications. Internal inspection of the pump showed signs of corrosion on the male iui, however it does not appear to interfere with the lvp's functionality. The root cause was not determined.

Event description:
The customer reported a vancomycin 2gm/250ml secondary infusion at a rate of 62ml/hr finished within 45 minutes instead of 4 hours in the ICU. The primary and secondary bags were checked for correct positioning, md was notified, and the pump and tubing were sent to biomed and replaced. A rash that was present before the vancomycin infusion exacerbated; benadryl was given with improvement and the patient was transferred from the ICU to the surgical unit that day. The patient was already on multiple antibiotics prior to the vancomycin infusion; the customer did not confirm that the exacerbation of the rash was caused by the vancomycin, however they felt it could have exacerbated it as redness and flushing of the upper body is a known side effect of the drug. The patient was discharged home 5 days later.